Manufacturer narrative:
Both the pt and the treating physician indicate that the injury was the result of a fall by the pt, and the product was not at fault.

Event description:
Pt wearing a prosthetic rheo knee product fell and tore her rotator cuff which required surgery. Both the pt and the treating physician stated the product did not fail and the injury was not caused by the product, but was unrelated.